Event description:
Healthcare professional reported right side "rupture and a seroma (approximately 100 cc estimate) upon opening", "distortion and hardness," "tight and painful," capsular contracture, baker grade 4, "old hematoma" and "textured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ hematoma: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed missing piece of shell assessed as inconclusive. Shell thickness within specification. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "rupture and a seroma (approximately 100cc estimate) upon opening", "distortion and hardness," "tight and painful," capsular contracture, baker grade 4, "old hematoma" and "textured". Device has been explanted.